Manufacturer narrative:
Concomitant medical products: product ID th90p02 lot# serial# (B)(4) implanted: explanted: product type mobile platform product ID 978b128 lot# va2cgty serial# implanted: (B)(6) 2021 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that after connecting the newly implanted lead, impedances were high (values about 2600 ohms for most of the electrodes, about 1500 for case-electrode). Some electrodes showed values >4000 for measurement with 1.3v. When measuring with 3v and 270us, all values were exactly the same 3100 ohms. The lead was re-entered into the ipg multiple times, performed impedance check with multiple parameter settings (2.2v, 270us, 1.8v, 210us). Impedances were still high. Motor response was visible during impedance measurement. All electrodes were marked with free check and all values were below 4000 ohms. However, high values in the range of 2600-2800 still exist on all electrodes. The healthcare provider decided to keep the ipg and lead implanted.